Event description:
There was no error message. The lasso ring would not show up on carto 3 mapping system. This was an intra-procedure failure. Another lasso ring catheter was used. No harm came to this patient.